Event description:
Subject developed sudden onset of shortness of breath and sent to ed. Subject found to have pulmonary embolism. Pt expired after a short hosp stay. Not related to mammogram. Sudden death.

Event description:
Additional information received from the reporter on 02/25/2025 for report number mw5166772. Course number on which event(s) occurred: 4. Total number of courses to date: 4.